Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 05sept2024.

Event description:
Patient reported rupture, pain, silicone migration and "lymph nodes have become very enlarged". This relates to the left side. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma: unable to observe. ¿ pain: unable to observe. ¿ migration: unable to observe. ¿ lymphadenopathy: unable to observe. ¿ edema: unable to observe. No additional observations were carried out.

Event description:
There is no complaint against the device. There are no reportable events for the record. This is the right side record.

Manufacturer narrative:
There are no reportable events to the FDA. This record is a no complaint against the device. Additional, corrected and/or changed data: b.5, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5

Event description:
This relates to right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported rupture, pain and silicone migration. This relates to an unknown side. Device remains implanted.